Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 552 mg/dl, which was treated with manual injection. The customer stated that the infusion set tubing appeared to be white and pinched. She stated that where the tubing connected to the connector, the material appeared cloudy. The most recent blood glucose reading was 157 mg/dl after treatment. Upon troubleshooting, the insulin pump was found to have been working as designed. The caller was advised that the alarm had been caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.